Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician made an attempt to deploy the bands but failed to do so because the trip wire and the bands got twisted in the ligating unit. The physician removed the endoscope and completed the procedure with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device noted that the suture was broken with portions attached to both the ligator head and the trip wire loop. All seven bands were present on the ligator head with the first five blue bands moved out of position. The ligator head teeth presented damage. The trip wire had several kinks and wrapped loosely around the handle spool with the proximal end twisted. The trip wire was not secured in the handle assembly slot; however, the slot presented evidence that the trip wire had been secured prior to receipt at cis. A scope grommet was found on the trip wire. Functional evaluation was performed with the handle and no issues were noted. Based on the condition of the returned device, the complaint that the bands failed to deploy and the trip wire was kink was confirmed. Investigation also found the suture broken and the ligator head teeth damaged. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicate that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no other complaint exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician made an attempt to deploy the bands but failed to do so because the trip wire and the bands got twisted in the ligating unit. The physician removed the endoscope and completed the procedure with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.